Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild acute salpingitis') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dyspareunia and hair loss. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic diagnostic/operative with removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('mild acute salpingitis') in a female patient who had essure inserted for female sterilisation. The patient's medical history included dyspareunia and hair loss. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic diagnostic/operative with removal of bilateral essure devices). Essure was removed on (B)(6) 2019. At the time of the report, the salpingitis outcome was unknown. The reporter considered salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.